Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was inspected on (B)(6) 2020. According to the complainant, upon inspection of inventory a bulge was found in the peg tube. The exact location is unknown, however it was between the dilator tip portion and the bolster. Reportedly, this device was not used in a patient or procedure.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was inspected on (B)(6), 2020. According to the complainant, upon inspection of inventory a bulge was found in the peg tube. The exact location is unknown, however it was between the dilator tip portion and the bolster. Reportedly, this device was not used in a patient or procedure. Additional information received on (B)(6) 2020: the bulge was found at the transition connector of the push tube.

Manufacturer narrative:
Additional information: b5 block h6 (device codes): problem code 2920 captures the reportable event of peg tube difficult to advance. Block h6 (evaluation conclusion codes): the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.